Event description:
It was reported that the patient's implantable cardioverter defibrillator could not be interrogated remotely. The patient felt dizzy. The patient presented to the emergency room. Upon review, the device was found in backup mode. While attempting device restoration, the patient was inappropriately shocked due to over-sensed noise from an implanted left ventricular assist device(lvad). The patient was sedated and the device was successfully restored. Programming changes were performed. The patient condition was stable.